Manufacturer narrative:
Device location unknown.

Event description:
It was reported that five patients implanted at the same facility were affected by mycobacterial infections post-operatively. The patient associated with this report required additional surgery for debridement with implant retention as well as prolonged antimicrobial treatment with multiple antibiotics. The patient is in currently in treatment. This report captures the third of five patients.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that five patients implanted at the same facility were affected by mycobacterial infections post-operatively. The patient associated with this report required additional surgery for debridement with implant retention as well as prolonged antimicrobial treatment with multiple antibiotics. The patient is in currently in treatment. This report captures the third of five patients.